Event description:
Information was received indicating that immediately on use of the smiths medical cadd administration set, leaking was noted on the tubing around the injection port of the medication injection site. The reporter indicated that the patient hooked up a non-lipid bag and a little while later noticed that her pant leg was wet. The reporter also indicated that the patient realized that the leaking was from the in-line medication port on the cadd tpn tubing. Subsequently, the bag was unhooked and thrown away. No patient consequence was reported and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: two (2) smiths medical administration sets were returned for analysis without their original packaging as well as the connector section from two (2) intravenous bags. Visual inspection showed no damage. Functional testing involved leak testing of one received sample and showed the device leaked from the injection site port. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The investigation determined possible, but unconfirmed, sources of the reported issue to be that the injection site may have been received damaged from the supplier or the injection site became damaged after leaving smiths medical. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.